Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant that the helix was difficult to deploy. High, out of range pacing lead impedance was observed. The lead was replaced.